Event description:
A report was received stating that a nasal tracheal tube cuff leaked and would not properly inflate during a procedure. The patient was not re-intubated. Staff was reported to reduce the oxygen content in the inhalation gases in order to use the bovie equipment. The endotracheal tube was sealed off with three throat packs to assist in alleviating the problem. Afterward, anesthesia reportedly was able to maintain good ventilation by adding additional air to the cuff every 15 minutes. The cuff was pretested prior to use. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was reported to be discarded after use. No lot number was provided therefore a lot review will not be conducted.